Event description:
A 135 mm turnpike catheter in use, when the turnpike was removed over the wire it was noticed that the tip of the turnpike was damaged and disconnected from the catheter, the only thing holding it in place was the wire.